Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to transmit through the programmer. When the patient presented in-clinic, rf telemetry was not working and the device was unable to be interrogated the with the wand. The device remains implanted. The patient was stable.